Manufacturer narrative:
Citation: huenges et al. Current transcatheter aortic valve implantation of heart valve prostheses: the kiel experience with the transaortic and transfemoral approaches. Innovations technology and techniques in cardiothoracic and vascular surgery, (B)(6) 2017 - volume 12 - issue - p s136¿s188. Doi: 10.1097/imi.0000000000000453. Earliest date of publish used for event date in . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding experiences with the transaortic and the transfemoral approaches using two different transcatheter aortic valve implant (tavi) prosthesis types. All data were collected from a single center between february 2014 and september 2016. The study population included 462 patients (predominantly male, mean age 81 years), 121 of which were implanted with a medtronic evolut r bioprosthetic valve (serial numbers not provided). Among all patients the overall 30-day mortality rate was deemed acceptably low at 6.5%. Five of the 27 deaths were patients implanted with a medtronic valve. Based on the available information, none of the deaths were attributed to medtronic product. Adverse events for the 121 patients implanted with an evolut r valve included: paravalvular leak (mild 47.1%, moderate 4.1%, severe 0.8%), permanent pacemaker implantation (13.2%), and life-threatening bleeding (4.7%). Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.